Event description:
It was reported that the patient¿s last implantable neurostimulator (ins) was replaced due to 3 overdischarges. Follow-up was performed to determine if the patient had any further concerns regarding this historical event. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3487a-56, lot# v117138, implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-56, lot# v104285, implanted: (B)(6) 2008, product type: lead. Product ID: 377660, lot# v012086, implanted: (B)(6) 2008, product type: lead. (B)(4).